Event description:
The following was documented by carefusion technical support in reference to an event reported by a distributor in (B)(6): "our dealer claims when they try to change a setting on the control settings, and the control encoder is increase[d][d] or decrease[d], the values do not stop, they move by themselves until they hit the end of the counters.' No information provided as to whether the ventilator was on a patient at the time of the event.." Customer ws concerned that once he recognized that the correction factors were out of range that he would require retesting of previously tested patients.

Manufacturer narrative:
Per information provided by the distributor, carefusion technical support determined that cause of the reported event, was most likely a faulty user interface module (uim). A replacement user interface module was shipped to the distributor. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board for evaluation. As of may 20, 2015, carefusion has not received the alleged faulty main printed circuit board has not been received. Should the alleged faulty user interface module.